Event description:
Before having the pump, the patient couldn¿t get off the couch. Since having the pump, there were times when the patient thought that he had been getting too much medication, so he asked them turn the pump down ¿so many times¿ because it was so strong. In (B)(6) 2013, the patient had extremely high blood pressure/hypertension and extreme anxiety that got worse when he moved to (B)(6) in (B)(6) 2013. The patient stated, the ¿machine/pump is probably killing him¿. The patient had read pages and pages ¿of stuff¿ on the internet about the devices and he used to ignore it, but now thought that some of the stuff was true. The patient¿s blood pressure was normal until 2008 and then gradually ¿picked up¿. The last time he was at the doctor, they were considering putting him in the hospital. Sometimes the pump had fentanyl and sometimes it had morphine sulfate, but the dose and rate stayed the same. As of (B)(6) 2014, the pump was delivering fentanyl (1500.0 mcg/ml at a dose of 249.8 mcg/day) and morphine sulfate (2.0 mg/ml at a dose of 0.3330 mg/day). The patient was looking for a new pump managing physician. The patient¿s pump was refilled every 4 months. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).